Event description:
Integra lifesciences corp received the following info from a voluntary medwatch form: "the mayfield swivel adaptor (product # a1018) broke off". Add'l info was received from the facility on (B)(6) 2009. It was reported that the device snapped (broke) off at the base. The pt's head slipped but a member of the surgical team was able to catch and stabilize the head; and there was no pt injury. The device is currently with risk mgmt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation will be initiated based on the reported info.